Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was explanted due to dislodgement which was thought to have resulted from the patient's movements after implantation.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.